Manufacturer narrative:
Zimvie complaint (B)(4). Multiple MDR reports are filed for this event. See 0002023141-2022-02334 and 0002023141-2022-02335. Patient weight is not provided / unknown. Date of event is not provided / unknown. Additional 510(k) number is k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to peri implantitis.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141 - 2022 - 02336. Follow up with the customer confirms new lot number. Also, the item has not been returned as was previously reported.

Event description:
No additional or corrected information to report.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141 - 2022 - 02336 - 1. Further follow up with customer confirms that the lot number is unknown. The following sections are being reported: d4: lot number is not provided / unknown. D4: expiration date is not provided / unknown. D4: unique identifier (UDI) number is not provided / unknown. H4: device manufacturer date is not provided / unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.